Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.